Event description:
As reported, in 2007, this patient was implanted with a gore excluder aaa endoprosthesis aortic extender component. At approximately 5 weeks later, the gore device was explanted and destroyed. Further investigation is being conducted.